Event description:
The telemetry number appeared to be off. The first time inquiry, telemetry, print (itp) was performed, the telemetry reported 4.1 volts/529 ohms; the device had been programmed to 3.5 volts. Itp telemetry the second time: was programmed to 6.5 volts, and the telemetry reported 9.4 volts/450 ohms.